Event description:
Mitek received a 3500 from the FDA that was authorized by the user facility. In the report, they detail the events of a combination arthroscopic - mini open shoulder repair. One of the medical devices employed in the procedure was a mitek expressew flexible suture passer needle. Whilst the surgeon was deploying the device to pass suture, a portion, approximately 8-9 mm, of the distal end of the needle broke off into the patient's joint space. X-rays taken verified the fragment's existence in the shoulder area, however, the surgeon was unable to visualize the fragment and was not able to retrieve it from the body. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.